Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date - (B)(6) 2013, inratio - 5.2, laboratory - 2.5. One (1) hour elapsed between inratio meter and lab testing. Therapeutic range: 2 - 3. Patient self tester has been testing on the inratio2 meter for a couple of months. Patient has a genetic blood clotting disorder, but does not know the name or specifics.